Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received morfine 10,0 mg/ml at a dose of 6,752 mg/day, clonidine 500,0 mcg/ml at a dose of 337 ,58 mcg/day, and bupivacaine 6,2 mg/ml at a dose of 4,860 mg/day via an implantable pump. This observed from the pump logs on 2017-oct-25. Clarification of drug type, concentration, and dose was requested for the time of the event in (B)(6) 2017. The indication for use was not provided. The pump logs provided indicated that on (B)(6) 2017 a motor stall recovery occurred. Patient symptoms were not reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The implant date of the pump was provided. It was reported that the patient did not experienced any symptoms as a result of the motor stall. It was reported that no further pump logs were available. It was reported that the date and time of the motor stall were not known and that the pump was replaced directly due to elective replacement indicator (eri). [Refer to manufacturer report #3007566237-2017-04612 for details pertaining to the device explant due to eri.] It was reported that no trouble shooting occurred as a result of the stall. It was reported that the pump was replaced and that was the actions taken to resolve the motor stall issue. It was noted that there were no causes or contribution factors for the motor stall. It was inquired if the drug information provided from the pump logs from (B)(4) 2017 was also the drug information that was in the pump at the time of the motor stall recovery in (B)(4) 2017 and it was stated that it was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.